Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the stain chamber and worn tubing to the retic module.

Event description:
A customer contacted beckman coulter inc (bci) stating they had multiple voltage errors and later discovered that the retic mixing chamber had melted and had a burning plastic smell. There was no affect to patient or end user with regard to this event. There was no need for fire extinguishers or for summoning the fire department.